Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2b (dqy; lit). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent percutaneous transluminal angioplasty (pta) procedure using the atlas balloon catheter. During the procedure, it was reported that the balloon catheter was allegedly unable to inflate and deflate. It was further reported that there is a difficulty in retracting the device. There was no reported patient injury.